Event description:
This is filed to report unintended movement it was reported this was a mitraclip procedure to treat degenerative functional regurgitation (mr) with a grade of 4. The clip was inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed the clip continuously opened to roughly 30 degrees. Troubleshooting was performed, but the issues continued to occur; therefore, the clip delivery system (cds) was removed and replaced. Two clips were then deployed on the mitral valve, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement associated with clip open during establishing final arm angel (efaa) was unable to confirm via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the available information, a cause for the reported unintended movement associated with clip open during efaa cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.